Event description:
It was reported that a patient's implantable cardioverter defibrillator presented in-clinic with a non-sustained right ventricular oversensing alert for post-paced t-wave oversensing. Programming changes were made. There were no patient consequences.